Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was selected for an implant. During the procedure, the right atrial disc took the shape of a tire. The operator removed the occluder from the patient and, while on the table, tried to open the occluder, which after subsequent attempts took the shape of a tire again. The operator rejected this occluder and replaced with a new 25-18mm amplatzer talisman pfo occluder that was successfully implanted. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The patient is stable.

Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. One video was received from the field appearing to show the device presenting bulbous deformation. Possible causes of device deformation include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. The correct delivery system was used and no anatomical interference, or angulation or kink in the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device